Event description:
It was reported that during a colonoscopy procedure, the colono videoscope had exhibited difficulty getting the tip to angulate and it seemed stiff. This resulted to the perforation of the patient's colon. Surgical clips were used to close the perforated area in the colon. The procedure was then completed and the patient was transported to a hospital for observation. The patient was said to be doing well the next day.

Event description:
No additional information was received from the customer. This supplemental report is being submitted to provide a correction to primary UDI number which was inadvertently marked as (B)(4). Correction to d4 - primary UDI number.